Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted a blue cap separated from the patient line connector in an open pouch. The reported condition was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cover cap of a minicap transfer set fell off. This event was observed when the transfer set packaging was being opened prior to patient use. There was no patient involvement. No additional information is available.